Event description:
(B)(4). Initial report: this case was reported by a specialist for esthetic surgery and involves a (B)(6) female patient. She had been treated with poly-l-lactic acid (sculptra, batch-no. Unknown) for cosmetic injection (location: area of cheek and nasolabial). Since (B)(6), the patient has been suffering from bluish-livid discoloration in the area of the cheek, approx. 3 x 2 cm palpable, slightly visible indurations in the area of the cheek, and nasolabial bluish-livid palpable / slightly visible cords. Outcome: ongoing. Addendum for follow-up received on sep-05-2008: (B)(4): batch record review without hint to root cause. No faults, defects, damages detectable.